Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level reaching approximately 600 mg/dl with high ketones. The cause for the reported issue was unknown. A manual insulin injection was administered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.